Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45-day follow-up imaging procedure. The computed tomography (CT) imaging showed that there was a leak around the closure device. The physician had the patient remain on their anticoagulation medication and plan to reimage the laa at a future date.